Manufacturer narrative:
(B)(4). Reported event was considered confirmed per visual inspection of the device which fount that the tip had fractured. Lot details are not etched on the tip. The tip was sent for fracture analysis. The analysis identified fracture surface artifacts of hackle marks and river lines suggest the overload failure mode. Device history records could not be reviewed, as the lot number of the device was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI: n/a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the impactor broke when impacting the glenosphere on to the convertible glenoid baseplate. Attempts have been made and there is no additional information available at this time.